Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, a prostyle suture was successfully pre-placed. However, a cuff miss [suture retrieval issue] occurred with four devices that followed. The suture of a new prostyle device was then successfully pre-placed. The sheath was upsized to an 18f sheath, and the tavr procedure was completed. Hemostasis was achieved with the successfully placed prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.